Manufacturer narrative:
The investigation was started; the results will be provided in a follow-up report.

Event description:
It was reported that at approximately 4:30 a.m. (On the (B)(6) 2020) a savina (300) was found with black screen. At the same time the device rebooted and generated alarms. It is not known how long the event lasted; generating alarms was reported in the course of the reboot procedure only. There were no patient consequences reported.

Manufacturer narrative:
Photos with extracts of the logbook of the affected device were made available and evaluated. Based on this logbook evaluation, the event reported for on (B)(6) 2020 could be confirmed. The logbook shows that at 04:35 a.m. The device detected a technical deviation within the electronic system. The internal safety software of the device then triggered a warm start as specified to remedy the deviation. In this case, the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. The warm start is accompanied by an acoustic and visual alarm. After a maximum of 12 seconds, the device continues to ventilate automatically with the previous settings which could also be confirmed for the current event based on the logbook. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that at approximately 4:30 a.m. (On (B)(6) 2020) a savina (300) was found with black screen. At the same time the device rebooted and generated alarms. It is not known how long the event lasted; generating alarms was reported in the course of the reboot procedure only. There were no patient consequences reported.